Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient was unable to inflate one of the cylinders of this ambicor penile prosthesis (app); therefore, a replacement surgery was scheduled. There were no patient complications.

Event description:
It was reported that the patient was unable to inflate one of the cylinders of this ambicor penile prosthesis (app); therefore, a replacement surgery was scheduled. There were no patient complications.